Manufacturer narrative:
Ge representative evaluated the system and determined the battery pack and battery charger needed to be replaced. No further repair information is available.

Event description:
The customer reported the system displayed an interlock failure. This would cause the system to shut down on its own, or not boot up. No pt injury was reported.